Event description:
It was reported that a patient presented to the emergency room with diaphragmatic stimulation. It was noted that the implantable cardioverter defibrillator (ICD) was in backup mode. Programming changes were performed. The patient condition was stable.